Event description:
Reportedly taking two much fluid of pt.

Manufacturer narrative:
Evaluation: self test carried out-passed. Pressure sensors calibrated-found ok. All pump calibration checked. All ok. History checked-shows balance alarms + low pressure. Self test carried out-passed. Filtrate scale. System (use this for calibration errors). Calibration error.